Event description:
The manufacturer received information alleging a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. There is no evidence the device was in patient use. The device evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. If any additional information is received once the investigation is complete, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported a ventilator failed an active exhalation verification test step during testing. There was no harm or injury reported. There is no evidence the device was in patient use. The device was returned to the manufacturer's service center and the customer's complaint was confirmed. The device's three-way solenoid valve and proportional valve were replaced to address the issue. The device was tested and passed all final testing.